Event description:
The facility reports the resident was being transferred from bed to chair. They had lifted her up and moved backwards to an open space where the chair was located. One staff member was opening the legs of the lift and the other was bringing in the chair. As the leg was being opened, the staff heard a loud crack and then saw the resident falling head-first from the lift. The resident fell sideways out of the sling; the right shoulder clip had broken. The resident hit her head on the floor. The resident sustained abrasions to the top right side of her head and a fractured thumb (1st metacarpal non-displaced). The resident was treated with stitches for her head and a splint for her thumb. The staff was unsure how the resident's hand got hurt, other than it might have hit the chair on the way down.